Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had horizontal stripes on the image and image flashing. The issue occurred during the reprocessing. There was no patient involvement.